Event description:
Revision surgery - due to chronic hip pain.

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 1.75 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr# (B)(4) showed (B)(4) parts (part# 411-00-150) with an over tolerance feature, the parts were accepted with the justification "system (reamer & head) tolerance stackup will accept a slightly oversized dimension, therefore, part will function as designed." A review of the product complaint report history showed this is the (B)(4) complaint for this product ((B)(4) pain, (B)(4) dislocation, (B)(4) trauma), first for this lot. The root cause for the pain could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.